Manufacturer narrative:
Corrected data: h.1: type of reportable event: malfunction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacement as severe aortic regurgitation and aortic stenosis. During the procedure, it was noted that the device had calcified and mobile calcium deposits were noted on all 3 leaflets, as all 3 leaflets had near complete dehiscence from the valve annulus. An ascending aortic root replacement was performed concomitantly. It was also reported that prior to replacement, the patient had symptoms of chest and back pain. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a.4: patient weight b.2: outcome attributed to adverse event b.5: event description b.7: relevant history h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 - "additional information was received that 4 days later, this 25mm aortic bioprosthetic valve was explanted and replaced with an unknown valve. The reason for the replacement was not reported. No additional adverse patient effects were reported." Added to desc evt problem field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 14 years and 5 months post implant of this 25mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was not reported. No intervention or adverse patient effects were reported. Additional information was received that 4 days later, this 25mm aortic bioprosthetic valve was explanted and replaced with an unknown valve. The reason for the replacement was not reported. No additional adverse patient effects were reported. Additional information was received that reported the reason for replacement as severe aortic regurgitation and aortic stenosis. During the procedure, it was noted that the device had calcified and mobile calcium deposits were noted on all 3 leaflets, as all 3 leaflets had near complete dehiscence from the valve annulus. An ascending aortic root replacement was performed concomitantly. It was also reported that prior to replacement, the patient had symptoms of chest and back pain. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 14 years and 5 months post implant of this 25mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was not reported. No intervention or adverse patient effects were reported.